Manufacturer narrative:
During follow up, the customer indicated that elevated bgs and hospitalization were due to gastroparesis. Customer was released from the hospital on (B)(6) 2015. Customer did not sustain any permanent injuries and treatment was effective. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis (dka). Customer was still hospitalized at the time of the call and was being treated with intravenous insulin. No issues were found with the pump/ supplies during troubleshooting with tandem technical support.